Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - the surgeon went to impact the tibial insert and the retainers at the anterior portion of the implant broke.

Manufacturer narrative:
See d4 expiration date, h4, h6, h10 and h11. The agent reported "the surgeon went to impact the tibial insert and the retainers at the anterior portion of the implant broke. Male, 63." This event occurred during surgery near the patient. Healthcare professional indicated no risk or adverse event. A 2 min. Delay in surgery was noted. When this event occurred, there was another suitable device available, and the surgery was completed as intended. The device was inspected prior to use and found acceptable. RMA examination: the reported device was lost/discarded. Surgical devices condition can be determined while being used for its intended purpose. The replacement of surgical devices due to impacts does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. There are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. The root cause of this complaint was the retainers at the anterior portion of the implant broke, likely due to the impact mentioned in the event description. This is an event associated with handling, not an event associated with product failure, malfunction, or issue.